Event description:
Customer reported that while performing a 12.5k preventative maintenance (pm), the unit has error code message of gas supplies lost: safety valve open alarm. The customer reported there was no patient involvement.